Manufacturer narrative:
Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked case (battery tube), broken reservoir tube lip, missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a retainer ring came off. Customer also reported that the reservoir was locking in place. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.